Manufacturer narrative:
The device was received for evaluation. During functional testing, failed downstream psi test was not reproduced. Evaluation sent device to flow for ds occlusion testing, device failed it due to pump not recognizing door open. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be failed upper aux. The upper aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion detection test which was described as ¿failed psi (pounds per square inch) during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6: type of investigation additional information/correction h11: the device was received for evaluation. The customer reported issue was unable to be reproduced as the device went into a "system error 320" alarm which prevented testing for downsteam occlusion detection. A review of the event history log shows multiple occurrences of "downstream occlusion!" Alarms however, downstream occlusion detection testing failures cannot be determined through the history log. A service history review shows the device has been serviced within the last 12 months for an unrelated issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event. The downstream tubing guide was found to be chipped as potential cause of the issue. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted